Event description:
It was reported that the patient had lost a lot of weight and was very thin. When the pump was replaced, they put it back in the same area where the pump was taken out. The patient went to the bathroom one night in (B)(6) 2013 and the pump was sticking out of the skin. An ambulance was called to transport the patient to the emergency room (ER). An emergency surgery was done and they totally removed the pump. The pump was infusing morphine (unknown). Additional information received reported that the pump was removed by a general surgeon in (B)(6) 2013. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8711, lot# j10939r25, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
The pump was removed due to wound dehiscence. There was no issue regarding the pump¿s function. It was removed from the patient due to the pump coming through the patient¿s skin a couple of months after being inserted. The patient was very thin and was diagnosed with cancer after the pump was removed. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.